Event description:
It was reported that during a lap cholecystectomy, the clip would not stay in place. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4: info anticipated, but unavailable at this time.